Event description:
Biomet (B)(6) reports an pmma htr revision occurred to reshape the implant for cosmetic purposes. The surgeons modified the implant to make it thinner.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore, a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Based on the information provided by the surgeon the implant was improperly placed during the original surgery, therefore this is most likely why the implant had to be modified. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.